Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient's healthcare provider notices that boluses are not recording in the pump history. The pump was not available for troubleshooting at the time of the initial call. Customer technical support has made attempts to follow up with the reporter for troubleshooting, without success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: no defect was found. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.